Event description:
It was reported during a routine follow up appointment this implantable cardioverter defibrillator (ICD) showed a threshold increase at 6v (volts) on the non-(B)(6) right ventricular (rv) lead. The physician elected to reprogram device outputs and update the pacing mode from vvi to dod. The patient is on home monitoring and will be seen in three months for a follow up appointment. The device and lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).